Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced mild difficulty emptying bladder. The patient was "unable to void prior to discharge from hospital" and was "discharged home with foley catheter." The event was considered resolved/recovered with no sequelae as of (B)(6) 2015. There were no further patient complications reported in relation to this event.